Manufacturer narrative:
(B)(4). The report of regurgitation was confirmed. Leaflet 2 had two non-transmural leaflet damages. Leaflet 2 also had two perforations. The perforations and leaflet damages were beveled at the outflow aspect and had similar characteristics to those caused by suture tail abrasion. As received, sutures did not remain attached on the sewing ring. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the inflow aspect. X-ray demonstrated wireform intact. Based on the analysis of the returned device, it has been determined that the root cause of this event was due to procedural/technique related factors at original time of valve implantation. The findings suggest that the leaflet perforation and damage were caused by suture tail abrasion. Per the instructions for use, when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. There is no evidence of a device malfunction in this case. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this bioprosthetic aortic valve, implanted approximately three (3) years and seven (7) months, was explanted due to severe aortic regurgitation. This device was originally implanted "ement" to correct aortic stenosis due to possible calcification of leaflets. After an implant duration of approximately three (3) years and seven (7) months, the patient was taken to this hospital with cardiac failure. Since severe aortic regurgitation was detected by echo, and also the patient had a fever, infective endocarditis was suspected, but the fever was gone quickly and infective endocarditis was not detected with a blood test. Redo-aortic valve replacement was performed with no adverse patient effects reported as a result of the procedure. The patient status was reported as "under treatment" at ICU. The condition of the explanted valve was reported as: one of the three leaflets had a perforation, and it led to aortic regurgitation.